Event description:
A 30mm amplatzer septal occluder (aso) was placed, but was not in a stable position and was removed. A 32mm aso was implanted successfully, however; two hours later in the recovery room, the patient was experiencing premature ventricular contractions (pvc). An echocardiogram was performed, which revealed the aso had embolized into the right ventricular outflow tract (rvot). The patient was taken to the operating room for device removal.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder (aso) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 12f torqvue loader without any deformities. Procedural images received included fluoroscopic and transesophageal echocardiogram (tee), which showed balloon sizing, device placement and recapture, followed by device release from the delivery cable. Multiple attempts were made to deploy the device when the aso was released from the delivery cable it reconfigured in an abnormal fashion suggesting that it was unstable. Based on the information received, the cause of the device embolization could not be conclusively determined.